Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient's mother contacted animas to report subject pump was missing bolus data. The reporter stated that the patient's hcp noted there was missing data while reviewing bolus history. The patient's mother reported that bolus history not showing a couple of days. Per patient's mother history shows a bolus with date/time of (B)(6) 2012, at 9:36pm, but no additional boluses recorded until (B)(6) 2012, at 3:20pm. At the time of troubleshooting, customer support requested the patient's mother to review total daily delivery (tdd) from (B)(6) 2012. It was noted that tdd showed 0 for the boluses on the dates of (B)(6) 2012. At the time of the call, the patient's mother informed customer support that she was sure that the patient bolused on (B)(6) 2012 because otherwise her blood glucose (bg) would have been elevated. At the time of the call, the reporter confirmed the pump was set to the correct time and date. However, when suspend history was reviewed, the patient's mother stated pump showed that the pump was suspended on (B)(6) 2012, at 1:07pm and resumed (B)(6), 12am. The reporter confirmed that the pump always holds date and time with battery change.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box revealed no boluses were programmed or delivered on (B)(6) 2012. The suspend history revealed the pump was suspended on (B)(6) 2012 at 1:07 pm and was resumed on (B)(6) 2012 at 1:52 pm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values for the dates (B)(6) 2012. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all the keys were responsive to user input. No hypersensitive keys were observed on the keypad. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Investigation was not able to confirm or duplicate the complaint.